Manufacturer narrative:
Excessive forces on the construct may have caused one screw to break out of the pedicle and the other to break in the upper 1/3 of the shank. Possible contributing factors include noticeable subsidence of the interbody device into the endplate, pt weight and/or a possible fall. A review of the device history records for this device did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
Approximately one month postoperatively, one 6.5 mm screw broke inside the right pedicle. One 6.5 mm screw broke through the left pedicle. Revision surgical procedure was performed. The screws were replaced with 7.5 mm screws.